Event description:
It was reported that this patient was received at the emergency room with syncopal symptoms and was hospitalized. After reviewing the case, technical services (ts) indicated that all lead measurements were adequate. Yet, further information was received indicating that the patient was having right ventricular (rv) loss of capture with asystole. Reportedly, this patient's rv lead was placed in the left bundle branch (lbb) and it seems this was requiring higher outputs for capture. The patient experienced over 20 pauses in one day greater than 2 seconds. Ts recommended to perform rv threshold test starting at max output while patient is connected to the external electrocardiogram and document any changes in morphology for an electrophysician to review as lbb pacing and lead location could result in variable morphologies. Subsequently, the patient's rv programming was changed, thresholds were risen and sensitivity decreased, the patient appeared to be 100% paced in comparison to the 14% of the last device transmission. The sales representative indicated that no revision was scheduled. All lead tests performed at the clinic were normal. This rv lead remains in service and no adverse patient effects were reported.